Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor broken near sensor base. Broken part missing unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call that they had a calibration error alert and bad sensor alert with the sensor. Customer's blood glucose was 164 mg/dl. The customer agreed to return the sensor for analysis.